Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One 3i t3® tapered implant 4/3 x 10mm was returned for investigation. Visual evaluation of the as returned product identified signs of wear/use but no apparent signs of malfunction. The implant could not be functionally tested for the reported event (bone fracture). Therefore, the reported event could not be recreated. Measurements were taken using cal1322 (due date: sep 2, 2022). Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The implant was being placed on tooth 13 (fdi) when the incident occurred. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique can lead to implant failure and loss of supporting bone. DHR review: DHR review for the lot (2018101169) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2018101169) for similar events (complaint category keywords: medical: bone fracture) and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified with the information provided

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that while placing the implant the alveolar buccal bone plate fractured. Tooth location 13 (fdi). No corrective measures were taken, the site was closed.